Event description:
Patient reported experiencing an increase in seizures lately. No other relevant information has been received to date.

Event description:
Patient reported experiencing an increase in seizures lately. No other relevant information has been received to date.